Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Event occurred on left side device. Patient additionally reported "pain". Patient also reported "massive hair loss," this event is not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported unknown side "one ruptured" for a saline breast implant. Device remains implanted.

Event description:
Healthcare professional additionally noted "3mm slit on edge of implant". Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6.

Event description:
Patient reported left side "rupture." Patient additionally reported having "massive hair loss," this event is not related to the device. Healthcare professional later reported "3mm slit on edge of implant." The device has been explanted and discarded.